Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf the catheter was irrigated without obtaining a response during use on the patient. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31691430l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf the catheter was irrigated without obtaining a response during use on the patient. During a ventricular extrasystole procedure, the ablation catheter was opened. At the initial stage of the procedure, no alerts were presented; however, after 15 minutes, an increase in temperature was observed and no impedance was recorded. Attempts were made to change the ablation extension and connect and disconnect it several times to the patient interface unit (piu). The state of the catheter was also verified, trying to detect carbonization, and the catheter was irrigated without obtaining a response, so it was necessary to replace it. Finally, the procedure was completed without any complications. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.